Event description:
Patient reported left side "implant lost fluid, an issue with a valve". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening assessed as unidentified (tear) . Shell thickness within specification). No additional observation. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Patient reported left side "implant lost fluid, an issue with a valve". Device explanted. Physician later reported 'any creases.'

Event description:
Device explanted. Physician later reported 'any creases.'

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 26feb2024. Additional, changed, and/or corrected data: h3.

Event description:
Patient reported left side "implant lost fluid, an issue with a valve," and any creases. Device has been explanted.